Manufacturer narrative:
User facility representative (B)(4) was contacted by phone on (B)(6) 2011 to follow up on pt status. (B)(4) stated that there were no reported injuries or deterioration as a result of the product malfunction during the intended surgical procedure. As of (B)(6) 2010 the pt had improvement in macular contour and decreased subretinal and intraretinal fluid, and all is progressing well. Iridex responded to this incident (dated (B)(6) 2010) upon request from the FDA. Conclusion: two probes were returned for eval. One probe functioned as expected. However, the other probe had a resistor that was not electrically connected. Non electrically connected resistors in the probe are not unusual and have a known failure rate of less than 0.1%. The symptoms reported by the complainant however, are most likely caused by a worn connector on the laser. The resistor used to verify that the correct laser was attached to the correct probe was not fully electrically connected. This caused the device to be not "recognized" by the laser. Non electrically connected resistors in the probe are not unusual and have a known failure rate of less than 0.1%. The associated risks for this failure mode are considered acceptable.

Event description:
User facility reports that an iridex 20g laser probe was opened and connected, but the users noticed a very dim aiming beam. Per the surgeon, the probe was replaced with a new probe. The second probe had an aiming beam shaped "like a figure 8". A third probe was opened and functioned well. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a 20g victrectomy/mp/c3f8/left eye2. Endolaser right eye. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.